Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) about a patient with an implantable neurostimulator (ins). It was reported the battery set screw was not threading. The rep noted it was a replacement case and the battery set screw would not click or tighten. The rep noted there were no environmental, external, or patient factors that may have lead or contributed to the issue. The rep noted the lead was taken out, wiped down, the lead was re steered and tried to screw the battery close and it would not work. The rep noted a new battery was used and the issue was resolved at the time of the report. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.